Manufacturer narrative:
The investigation has been completed and one of the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer connected the pump to the usb cable and wall adapter and the cable became hot. The customer attempted to charge the pump with different charging supplies but was unsuccessful. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.